Event description:
The patient was undergoing a medical procedure using the penumbra system 5max ace reperfusion catheter. While preparing the ace catheter for use, a fracture was noticed near the proximal hub of the catheter and it was not used. The procedure continued successfully using an additional penumbra system 5max ace reperfusion catheter.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The hospital discarded the device.